Event description:
The customer reported that the equipment alarmed 'air return to donor error' during rinseback. The run was ended. The customer would not provide pt identifier or pt age. Caridianbct is awaiting further info from the customer regarding this incident. This report is being filed due to the allegation of air being returned to the donor.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.